Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had vertical line on right of screen, several colored lines covering right side of screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. On top of this there were vertical multi-color lines along the right side. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors and on the back of the lcd screen. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked.